Event description:
Philips service was performing preventative maintenance when it was discovered two of the sixteen pt support j-bracket bolts were not tight and another of the sixteen bolts had damaged threads. There was no report of pt injury or death.

Manufacturer narrative:
Philips investigation has determined the probable root cause to be due the failure of the head cap screw due to hydrogen embrittlement which causes the heads of sufficiently stressed bolts to fail in time. If there is a failure of all sixteen (16) bolts, and the carbon table top is extended, the table top may tilt or tip over and could result in a serious injury to the pt. Philips has confirmed this report incident is associated with c&r c&r#1525965-06/29/12-013-c, which was submitted to the FDA on june 29, 2012. (B)(4).